Manufacturer narrative:
Steris has requested the distributor obtain additional information from the user facility to obtain the lot number for the device subject of the event. The distributor reported that the customer has not responded to these requests. It is unknown if the employees were wearing proper ppe at the time of the event. The minncare hd instructions for use (IFU) states, "personal protective equipment (ppe), handlers must wear: goggles or face shield, and protective rubber gloves." The IFU states, "corrosive. Causes irreversible eye damage. Harmful if absorbed through skin. Do not get in eyes, on skin, or on clothing. Avoid contact with skin." The IFU states, "if inhaled move person to fresh air. If person is not breathing, call 911 or an ambulance, then give artificial respiration, preferably mouth-to-mouth, if possible, call a poison control center or doctor for further treatment advice." No additional issues have been reported.

Event description:
The user facility reported that their minncare hd was dropped during transfer causing the bottle to split and an employee was sent to employee health for inhalation/irritation. It is unknown if medical treatment was sought or administered.